Event description:
The reporter stated the surgeon attempted to insert a +21.5 diopter cc4204bf collamer single piece lens, but the lens became stuck in the cartridge prior to insertion. There was no patient contact or injury. The reporter stated the cause of the lens becoming stuck was due to the cartridge splitting, while the lens was being ejected.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the cartridge tip split and the lens was stuck in the cartridge. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for evaluation.